Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported a lead defect that occurred on the day of this report during the procedure. When removing the lead stylet after the lead was placed, it was pulled using too much force, so the lead connector region was stretched. The physician stated that he used too much strength too. No x-ray was taken. The action taken to resolve this event was a new set package was opened and used. The issue was resolved at the time of this report. No symptoms were reported.